Manufacturer narrative:
H2, h3, h6: software analysis was performed, and it was found that this is a known software issue. Previously reported code b01 is applicable, as are codes c10 and d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. Codes b01, c19 and d14 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the unbuntu grub menu was showing on boot up. On power up, the system proceeded to the ubuntu grub menu. The field service engineer (fse) arrived on site and followed the grub recovery procedure to recover the system to bring the boot up back to the normal startup log on screen. It was noted that an alternative system was used for the upcoming case which proceeded on time without incident. No patient was present at the time of the event. The probable cause was noted to be an improper shutdown of the system the day before. It was noted that after recovering the grub menu and full system test was completed with no evidence of issues with the data storage. It was clarified that the fse arrived onsite at a later time. The system was still booting up to the grub menu from the time it was reported until the time the fse arrived. The system was unusable during this time therefor a different system was used to perform an upcoming case. The case was performed before the fse arrived onsite.